Manufacturer narrative:
Device evaluated by MFR: the main coil and the pusher wire were returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the coil arm and primary coil section. Moreover, the arm coil was detached, and the pusher wire was kinked at coil section. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11mar2025. It was reported that coil the coil could not be pushed in the microcatheter. The target lesion was located in the iliac artery. A 6mm x 20cm interlock coil was used for embolization of iliac aneurysm. During the procedure, it was noted that the coil could not be pushed and withdrawn in the microcatheter even after several attempts. The same issue occurred after replacing with another 6mm x 20cm interlock coil. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed the arm coil was detached.